Manufacturer narrative:
Concomitant medical products: 10 ml bd syringe, lot # 8340706, exp: 2021-11-30. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that in the nicu, the rn noted blood in the bed and blood backing up in the tubing. The medication line was clamped, and the leakage was found to be at the "clc" connection to the medication line, and also where the medication line attached to the y-site. The tubing was changed. This was reported as an "unsafe condition (non event)".

Event description:
It was reported that in the nicu, the rn noted blood in the bed and blood backing up in the tubing. The medication line was clamped, and the leakage was found to be at the "clc" connection to the medication line, and also where the medication line attached to the y-site. The entire tubing set was changed. This was reported as an "unsafe condition (non event)". Although requested, there was no additional information provided.

Manufacturer narrative:
The customer¿s report of leaks was confirmed. Inspection noted a crack along the side of model me1021's female luer. During functional testing, liquid leaked from the crack. No other leaks were observed. Further inspection noted a crack in the female luer of model me1021. No other obvious damages or any issues were observed on the rest of the received sample's components. Each of the 2000e's ends were observed to be within iso specification when measured. The cause of the leak was due to a cracked female luer. The root cause of the crack was not identified.